Event description:
A 66 year old female patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. There was no pulse detectable on the right leg and a femoral-femoral bypass had to be established on day one of support. Via angiogram there was a blood clot found in the peroneal artery. Next day patient still experienced cold legs due to severe perepheral artery disease and impella cp had to be removed. Patients platelet count dropped to 60, blood was found in the endotracheal (et) tube. Two units of packed red blood cells were given. The urine output is suficient and yellow and there are no reported signs of hemolysis. The groin presented with no hematoma and oozing. Low placement alarms were discussed with hcp team and p level subsequently lowered. Patient diuresed 3.5 liters of urine and the central venous pressure (cvp) was 0 -2 hgb and patient received additional two units of packed res blood cells. Central venous pressure was at 7 while hcp stated target would be 8 -12 - this let to a repositioning of the device. No concern for malposition, but later the intensivits from this center contacted for reposition and a concern for hemolysis. Following this a plasma free hemoglobin was completed and noted to have slight pink tinged/yellow separation from blood. Patient received albumin 5% 250 mls and an observed plasma free hemoglobin was repeated. Repeat evalaution of plasma free hemoglobin showed no concern for hemolysis. Patient successfully weaned after 11 days of impella cp support, which is longer than the recommended support time in the instructions for use. The impella device was conservatively coded for serious injury due to hemolysis, but given the complex and serevly ill patient this hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding interventions. Additional codes were added in h6 (health effect-impact code and health effect- clinical code).

Event description:
The fem fem bypass was the intervention performed . Tried to suck out clot and was unsuccessful so left it . No pump to be returned as patient was transferred to another facility .